Event description:
It was reported that during testing conducted at the manufacturer facility the device was running faster than the expected speed. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
It was confirmed that the device ran faster than intended by a manufacturer service technician through functional evaluation. Upon disassembly, a failed e-box was identified as the probable cause of the reported event.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was running faster than the expected speed. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.